Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that visual inspection found the helix was covered with dried blood and tissue, but the helix functions were possible. The helix could be fully extended/retracted and turns within specification.

Event description:
It was reported that prior to insertion into the patient, when the screw in mechanism was checked, it worked. Following, it was "impossible to extend the screw into the heart." The lead was removed and no patient complications have been reported as a result of this event.